Event description:
During colectomy, the gia 80mm stapler was able to clamp down onto the intestine, but the knife blade would not slide. Removed from service. A new stapler was opened and used successfully. No patient harm.device #1is this a laboratory device or laboratory test?no.